Event description:
It was reported that the right atrial lead was not capturing and had low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : imd49b-58 lead: implanted (B)(6) 1999. (B)(4).